Manufacturer narrative:
Cmp-(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h3, h6, h10 visual inspection confirmed the reported event. Uneven and irregular metal transfer marks on the taper surface of the ceramic head may indicate sub-optimal component alignment during assembly. Two irregular spots of metal transfer were also observed on the bearing surface of the fractured head; it could not be determined whether these occurred before or after fracture of the component. The root cause of the failure of the returned biolox delta femoral head could not be confirmed based on the currently available information. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.

Event description:
Ceramic taper head shattered on impact during implantation.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Ceramic taper head shattered on impact during implantation.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Ceramic taper head shattered on impact during implantation.